Manufacturer narrative:
Recall #: 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04272. It was reported the patient had communication problems using the charging system with the ipg for a few weeks. In addition, the patient was experiencing pocket heating while charging. A replacement charging system was sent to the patient. Follow up identified the heating issue was resolved with the replacement charging system.